Manufacturer narrative:
The unit was received with a minor scratched display window, a scratched keypad overlay, a cracked keypad overlay, a scratched case, and a missing retainer ring noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the plastic ring around the reservoir compartment came loose and was able to come off while the insulin pump was in use. The customer's blood glucose reading was 5.7 mmol/l. The customer did not know when the damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that their device would be replaced and to return their device for analysis.